Manufacturer narrative:
Event conclusion the analysis shows the device meets length specifications. The helix is stretched, which occurs during explant procedure. The insulation and anode conductor coil is broken. Detailed analysis: outer insulation of the terminal pin section is torn apart at the distal end of the terminal pin barrel. Anode conductor coil filars (4) fractured at the distal end of the terminal pin barrel. Fractured conductor coils and insulation damage most likely due to a load being applied to the lead either at implant, or due to the position of the lead in the body, coupled with movement.

Event description:
Event description cpi received information that due to a lead insulation break this sweet tip bipolar lead (4269) was removed from service. It was replaced with another (4269).